Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 33 mg/dl. The customer reported hypoglycemia treated with carbs/food with the symptoms of loss of consciousness. Troubleshooting was performed and it was reported insulin pump screen was cracked. The event involved product(s) mmt-378a, mmt-1880l and mmt-332a. No further patient complications were reported. Product return requested for mmt-378a will not be returned , no product return required for mmt-1880l and no product return required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to serve cracked lcd display. Unit was unable to download thump due to cracked lcd display. Pump was cut open to perform visual inspection and found evidence of physical damage on the lcd display. P-cap was attached and locked into place properly. The following were noted during visual inspection: cracked lcd display, pillowing keypad overlay and scratched case. Unable to test for reported harm due to cracked lcd display. Unable to verify customer's low bgs. Unable to upload/download confirmed due to cracked lcd display. Missing segments/partial display confirmed. Cosmetics damage confirmed at screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.